Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: events reported on: mw# 2210968-2023-03266, mw# 2210968-2023-03267, mw# 2210968-2023-03268, mw# 2210968-2023-03270, mw# 2210968-2023-03271, mw# 2210968-2023-03272, mw# 2210968-2023-03273. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not received. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> no, did the patient require revision surgery or hardware removal? --> no, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, device property of -->none, device in possession of -->none. Additional information has been requested however not received. Attempts to obtain the product sample have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify, were the eight (8) jvac reservoirs found defective over the same procedure? ¿ if no, please clarify how many patient events did the event occur on and how many reservoirs were used on each? ¿ please confirm, did all the faulty reservoirs shared the same lot number (ju0677)? ¿ if not, please clarify what is the lot number of each faulty device? ¿ please provide the source or name of person providing answers to follow-up questions to sales rep. Note: events reported on: mw# 2210968-2023-03266, mw# 2210968-2023-03267, mw# 2210968-2023-03268, mw# 2210968-2023-03270, mw# 2210968-2023-03271, mw# 2210968-2023-03272, mw# 2210968-2023-03273. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. Record with problem in the vacuum operation, the internal spring does not work. I identify a spring that broke when the patient's debt was discarded. No reported patient consequences. Additional information has been requested.